Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Uncontrolled level of blood glucose [diabetes mellitus inadequate control]. Novopen 4 not delivering accurate doses [device malfunction]. Novopen 4 not delivering accurate doses(more than calculated dose) [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "uncontrolled level of blood glucose" with an unspecified onset date, "novopen 4 not delivering accurate doses" with an unspecified onset date, "novopen 4 not delivering accurate doses(more than calculated dose)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus", actrapid penfill (insulin human) from unknown start date due to "diabetes mellitus" (dose and frequency unknown). Patient's height, weight and body mass index: not reported. Medical history included diabetes mellitus (type and duration unknown). It was reported that on an unknown date, novopen 4 injects inaccurate doses (more than the calculated doses) and the patient was hospitalized due to uncontrolled level of blood glucose. Batch number is not available. Action taken to novopen 4 was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "uncontrolled level of blood glucose" was unknown. The outcome for the event "novopen 4 not delivering accurate doses" was not reported. The outcome for the event "novopen 4 not delivering accurate doses(more than calculated dose)" was not reported. No further information available.

Event description:
Case description: investigation result: novopen 4: batch unknown no investigation was possible, because neither sample nor batch number was available. Actrapid penfill: batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case updated with the following information: -investigation result updated. -manufacturer's comment updated -narrative updated accordingly. Manufacturer comment: 05-mar-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 644363. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. Continued: evaluation summary novopen® 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.